Event description:
Data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to loosening: it was reported that a patient underwent revision (hip, left) due to cup and stem loosening 3 years and a half after implantation.

Manufacturer narrative:
(B)(4). G3: report source, foreign - event occurred in united kingdom. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. Response received from njr: no further information available. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaints database over the last 3 years has found 1 similar complaint for this item code 164191. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to loosening of the stem and cup. The complaint is concerned with loss of fixation of the cup and stem. As the complaint is related to the functionality of the femoral head, a risk line cannot be assigned for the ceramic head. Corrective action taken: no corrective action required at this time. Preventive action taken: no preventive action required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
Report source, foreign: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: alize ii cup ha 52, catalog #: p0407h52, lot #: 0000158781. Medical product: aura ii hip ha coated left size 5, catalog #: p0125h05, lot #: 0000137042. Medical product: alize ii 10d h-wl lnr s52 d28, catalog #: p0502003, lot #: 0000204727. Postal code: (B)(6). Reporter occupation: chairman. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Data from (B)(6): review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to loosening: it was reported that a patient underwent revision (hip, left) due to cup and stem loosening 3 years and a half after implantation.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to correct an error submitted previously. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Correction of g4: the correct date received by manufacturer is: (B)(6) 2020, not (B)(6)2020.

Event description:
Data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in (B)(4) 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to loosening: it was reported that a patient underwent revision (hip, left) due to cup and stem loosening 3 years and a half after implantation.